Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the knob detached from the impaction platform. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: the event reported that the knob off a shell impaction platform, p/n 206270, broke off. Device evaluation and results: not performed as device was unavailable. Device history review: a review of the device history records could not be performed as no information regarding s/n or l/n was provided and part was not available to confirm. Complaint history review: a review of complaints related to p/n 206270 shows no complaints related to the failure in this investigation. Tracking of complaints related to p/n 206270 will be tracked through quarterly trend request #(B)(4). Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. In addition, it is unclear of the "knob" referenced as broken in this complaint investigation as there is no knob on the shell impaction platform. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the knob detached from the impaction platform. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.